Event description:
Sorin group received a report that during the procedure the s3 pumps went blank and then stopped. Hand cranking was done while the individual pumps were power cycled. This did not resolve the issue. The entire system was cycled at mains. Which resolved the problem and the case continued without further issue. The patient was not affected.

Manufacturer narrative:
Sorin group received a report that during the procedure the s3 pumps went blank and then stopped. Hand cranking was done while the individual pumps were power cycled. This did not resolve the issue. The entire system was cycled at mains, which resolved the problem and the case continued without further issue. The patient was not affected. The system was initially tested by the facility's biomed department. The testing included running the system for approximately 13 hours and no problems were found. All pumps from the system were rebuilt including replacement motors, belts and speed potentiometers; and a full preventive maintenance was performed. The system was returned to service and no further issues have been reported. A review of the device history record did not find any deviations or non-conformities related to this issue. Without the ability to reproduce the reported issue, the root cause could not be determined and no corrective actions could be identified. Sorin group (B)(4) will continue to monitor the market for trends.

Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) mfrs the sorin s3 roller pump module sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during the procedure the s3 pumps went blank and then stopped. Hand cranking was done while the individual pumps were power cycled. This did not resolve the issue. The entire system was cycled at mains, which resolved the problem and the case continued without further issue. The patient was not affected. The investigation is ongoing. A f/u report will be sent when the investigation is complete.